Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual correction injection was administered to address elevated bg. Reportedly, the customer is using cold insulin and not performing the air removal steps during the load sequence. Customer was educated that using cold insulin and not performing the air removal step is off label per the tandem user guide. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.